Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the universal serial bus (usb) and internal communication cables. The navigation system then passed the system checkout and was found to be fully functional. The suspect universal serial bus (usb) and internal communication cables were returned for analysis. The internal communication cable was found to have a short from pin 4 to the shield.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the axiem box had a red status when the system was turned on. There was no patient present when this issue was identified.

Manufacturer narrative:
UDI and product/catalog number was updated. Device manufacturing date was updated.